Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed bruising under the electrodes and a skin irritation on her back. The patient also reported the monitor is too heavy and hurts her shoulders and collar bone. The patient applied cosmetic pads under the holster strap to help alleviate pain. There was no alleged device malfunction contributing to the irritation. The patient followed up with her dermatologist who prescribed a water-based lotion for the irritation. Follow up indicated that the skin irritation improved.